Manufacturer narrative:
Initial reporter declined providing phone number. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient never had pain coverage with this device. They still took oral narcotics to manage pain and things were getting worse. The patient had back issues and would be having an MRI. One health care provider (hcp) wanted to see if the device was in the right place, and thought it migrated because the patient was having a lot of issues and should be getting a better pain relief and coverage. No further complications were reported.